Manufacturer narrative:
This incident has been investigated and determined that the most likely root cause of this event was sample-related, due to the patient's recent transfusion of 5 units of rh negative blood. Patient has a history of rh positive and was transfused compatible rh negative blood. Due to the higher density of the transfused cells, the vision aspirated the rh negative cells from the bottom of the tube (tsc referred customer to customer letter (B)(4) autologous blood letter). Tube testing gave the expected rh positive results. No incorrect or erroneous results were reported as a result of this incident. The patient had a history of group a positive blood type. There was no report of patient harm. A one year lookback was performed for related complaints in the worldwide data base. No related trend was identified. (B)(4).

Event description:
Vision j#: (B)(4). Customer reporting one event of false negative reactions to the anti-d microwell to the mts abd/rev gel card to a patient later confirmed to be group a, rh pos. Sample was then tested using tube method and the blood type was group a, rh positive (2+). Sample was retested on second vision analyzer ((B)(4)) and again saw the same negative result for anti-d. Date of event: (B)(6) 2020. According to customer, patient was transferred from nearby facility where the blood type was determined to be group a, rh positive. Patient was transfused five units of rh negative packed cells ( four group, o, rh negative and one group a, rh negative red cells, before the transfer). Additional testing was performed using manual gel method and customer tried to mimic the aspiration of vision probe and saw the same results as the vision, rh negative. Tsc discussed specific gravity of donor cells vs. Autologous (patient) red cells, unexpected results may potentially be obtained when blood samples drawn from recently transfused patients are tested by a variety of test methods used in immunohematology. Also reviewed with customer that "under limitation of vision ref guide" that: when a sample is collected from a recently transfused patient, the potential exists for the transfused red cells to concentrate after centrifugation at the bottom of the sample below their autologous cells. The probe aspirates from the bottom of the tube where the transfused cells generally concentrate which may lead to an unexpected result. Customer expressed understanding. She was satisfied with discussion and does not believe the issue was equipment failure.